Manufacturer narrative:
The returned screw was examined visually under magnification. A small amount of wear was present along the underside of the screw head consistent with engagement with a compression slot. Similar levels of wear were also present at the drive interface, consistent with screw placement. Additional mdrs associated with this event: 3025141-2018-00163: plate; 3025141-2018-00177: screw 1; 3025141-2018-00178: screw 2; 3025141-2018-00179: screw 3; 3025141-2018-00180: screw 4; 3025141-2018-00181: screw 5; 3025141-2018-00182: screw 6; 3025141-2018-00185: screw 8.

Event description:
An aculoc 2 vdr plate was implanted on (B)(6) 2015. At some point postoperatively, the plate broke. Plate and screws have been explanted (in (B)(6) 2018 - exact date unknown).